Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl. The customer's current blood glucose is 228 mg/dl. Customer also states that reservoir lip ring was damaged. Troubleshooting was done for low blood glucose and over delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08730 inches. Device received with intermittent esc and act buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at display window corners, reservoir tube window corners and reservoir tube window. Device received with minor scratched lcd window and case. Device received with partially broken reservoir tube lip, battery tube threads and belt clip slot. Device received with stained end cap sticker. The p-cap / reservoir locked properly.